Event description:
The surgeon provided the following additional information to ivantis on november 18, 2019. Preoperatively, the patient had dense cataracts and severe cupping with mild-to-moderate visual field loss. Her baseline iop was 8 mmhg on 3 iop-lowering medications and baseline bcva was 20/80. The surgeon reports experiencing some difficulty implanting the hydrus microstent due to the patient's narrow angle. At the patient's last visit on (B)(6) 2019 the patient's prognosis was reported as good and the hypotony had resolved, returning to the baseline iop of 8 mmhg. The patient was able to discontinue all topical medications (including iop-lowering medications) and bcva was between 20/25 and 20/30+.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The surgeon reported experiencing difficulty implanting the microstent due to the patient's anatomy (narrow angle), which likely contributed to the event. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Device identifiers have been requested. The device remains implanted in the patient and is not available for testing. Cyclodialysis, choroidal detachment, choroidal effusion, hypotony maculopathy, inadvertent perforation of the sclera, inadvertent bleb, shallow anterior chamber, and corneal edema are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
Following uneventful cataract surgery on (B)(6) 2019, the surgeon implanted the hydrus microstent in a female patient. On the initial attempt, resistance was encountered during advancement and the microstent was under-implanted with the inlet positioned anteriorly in the anterior chamber. The microstent was recaptured and repositioning was attempted, however during advancement an obstruction was encountered again and there was some hyphema. Viscoelastic was used for tamponade, but the heme did not clear as expected. The microstent was recaptured and the third attempt was successful and hyphema lessened. At the end of the procedure, the iris prolapsed through the incision; the iris was pushed back into the incision and the wound was sutured. One day postoperatively the surgeon reported that the patient had the following complications: choroidal detachment, choroidal effusion, inadvertent perforation of the sclera, hypotony (iop: 0 mmhg), anterior chamber shallowing, corneal edema, and an inadvertent bleb. Ultrasound biomicroscopy identified a cyclodialysis cleft. The patient was treated with cycloplegic topical medication and a pressure patch. On (B)(6) 2019, the surgeon reported that he is monitoring the patient closely. The bleb and choroidal effusions were still present, but her iop improved to 7 mmhg and the anterior chamber had deepened slightly. On (B)(6) 2019, the patient was improving with an iop of 10 mmhg and 20/30 visual acuity. Many of the complications were resolving on their own and the patient is happy with her outcomes. Additional information is being requested.